Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient¿s symptoms were worse than before the implant. It was noted a manufacturer representative told them if they did not have results on one, they could try others. It was reported the patient was not feeling stimulation and the therapy was on. Symptom control was reported to not be 50% or better. They wanted help to use the patient programmer. It was noted the patient had a lot of IV fluid, a liter plus IV antibiotics, on the day of surgery, which could be related to the issue. The patient normally only drank one liter per day because of their issues. It was reported simulation was increased to 1.3 and that it was comfortable and the patient wanted to try it there. The patient had an appointment with their healthcare provider on the (B)(6).